Event description:
The contact stated the customer's meter was reading erratically. She stated that he tested his blood glucose and received back to back readings of 101 and 592 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The meter and test strips are to be returned for evaluation, and replacement products will be sent.